Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device shut down when the blower ramped up. No patient involvement was reported.